Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and found an error codes relevant to the malfunction. The se re-secured the loose gui to breath delivery unit (bdu) cable, upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications.